Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. A review of the device history record for strattice lot s11243 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. No strattice devices were returned for evaluation. This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
This is follow up#1 to report on 13/oct/2023, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent a incisional hernia repair and was implanted with strattice device lot s11243 on (B)(6) 2023. Patient experienced a chronic abdominal wound infection and necrotic tissue and infected foreign body mesh that needed removal surgery on two occasions. The patient also claims they ¿had an abdominal wall mass that needed to be removed.¿ the patient underwent a "hernia surgery for recurrence/infection, mesh partially removed¿ on (B)(6) 2013. The form lists the conditions that were treated were ¿partial removal and full removal of infected mesh¿ with approximate dates of treatment as (B)(6) 2013 and (B)(6) 2015. The ppf form also indicates the patient was implanted with a non-abbvie device, "bard composix patch¿ lot 43eld150 on (B)(6) 2002. This was removed on (B)(6) 2013 for ¿recurrence.¿ the patient was also implanted with another non-abbvie device, ¿bard ventrio st hernia patch¿ lot huwc0280 on (B)(6) 2012. This was removed on (B)(6) 2013 for ¿infection.¿ as reported in the initial: limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2013. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Event description:
Limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2013. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The lot associated with this event was not reported and remains unknown; therefore an internal investigation into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, including no identification of the lot number, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.